Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal system "malfunctioned". A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The occurrence date is unk. The product was returned. Upon receipt of the device, it was observed that the reported failure was a loading issue.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the seal and the tension spring assembly were inside the loading device, under the window. The delivery tube was received inside the loading device. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the failure "system malfunctioned" was interpreted as "seal did not load properly". The reported failure mode was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. Note: when the complaint was initially reported, it was assessed by maquet to be a non-reportable event as the reported complaint was "system malfunctioned". Upon completion of the investigation on (B)(4), 2010, maquet reassessed the reported complaint and concluded that it was an issue "failure to load properly", which is a reportable event. (B)(4).